Manufacturer narrative:
The returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The product mandrel and balloon protector were in place upon device return. The balloon protector was put over an inflated and deflated balloon likely causing the fold disruption observed. There were numerous kinks and bends to the device. There was contrast in the inflation lumen and contrast in the balloon, which was loosely folded. The device also had tip damage. The tip of the balloon was pushed onto the product mandrel. The guidewire used in the procedure was not returned for analysis, so a test 0.014 guidewire was used for functional testing. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both the exit notch and the tip of the device and encountered no difficulties.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was deflated, it wound around the wire and when an attempt was made to move the balloon catheter, the guidewire and balloon moved together. The two devices were removed from the patient together, without any difficulty. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, when the balloon was deflated, it wound around the wire and when an attempt was made to move the balloon catheter, the guidewire and balloon moved together. The two devices were removed from the patient together, without any difficulty. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.